Event description:
It was reported that, "patient complained at superior patella pain as well as interior patella pain in deep flexion. Upon intraoperative examination, surgeon noticed slight varus/valgus instability so decided up upsize the tibial insert to a #6-11mm cr."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.